Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2010 under 1717344-2010-00001. A visual inspection of the incident device revealed that the gray jaw wires were bare. The insulation on the wire had peeled back and this may have been what the customer reported seeing hanging from the device jaws. The wires may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device.

Event description:
The customer initially reported that during a hysterectomy, there was a piece hanging from the jaws of the device that was noticed after the instrument was in the patient. The instrument was not fired inside the patient. The customer stated they used the correct size trocar. There was no blood loss, no tissue damage and no patient injury. The incident device was returned and a visual inspection showed that both jaw wires were bare.